Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign body (black fluid) was unable to be identified. Additionally, it¿s likely the foreign body in the device could not be removed due to physical damage of the device. The final root cause of this event was unable to be identified. The event can be detected by following the instructions in the coes cystonephrofiberscope olympus cyf-5 olympus cyf-5r reprocessing manual. Additionally, the event can be prevented by following the instructions in the oes cystonephrofiberscope olympus cyf-5 olympus cyf-5r operation manual which state: "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Withdraw the endotherapy accessory slowly and straight out of the sealing accessory. Otherwise, the biopsy valve could be damaged. This may leak or spray fluid, posing an infection control risk¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found a leak coming from a perforated biopsy channel, the bending section cover was porous, the mask of the eyepiece unit was damaged, the dust cover glass of the eyepiece unit was foggy, the eyepiece unit cover glass and lens were humid, angulation was reduced, and the control knob had play. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the oes cystonephrofiberscope had black fluid leak from the distal end. The issue was found during a procedure. The customer suspected the working channel was probably perforated during a botox injection. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and their was foreign material filling out of the channel. The report is being submitted due to foreign material in the scope found during evaluation.